Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device is unavailable for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years and 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation. According to the operative report, tee had confirmed 3-4+ recurrent mitral regurgitation with nostenotic coronary arteries. When examining the mitral valve, the prosthesis was actually intact and there were no torn leaflets. However, the margin of the leaflets had calcified and retracted making the leaflets relatively non-pliable and there was a retracted area in the center portion of the prosthesis that would just about admit the tip of the surgeon's index finger, which had produced the mitral regurgitation.